Event description:
While trying tyo jack the adjustable distal radius fixator, the gearing stripped out. The fixator and the schanz screws were removed. An incision had to be made and surgeon had to complete procedure using locking distal radius plate with norian back on the radius.